Manufacturer narrative:
Initial.

Event description:
It was reported that a connector cracked while the user had the ilet in a pocket, and during a supply change the connector broke off in the device. The user removed the broken piece from the ilet using a screwdriver and reported no blood glucose impact and no alarms. No injury or adverse clinical effects reported during the event. Outcomes included no change in blood glucose control and no need for medical care. Investigation included troubleshooting and user education. Investigation of this case revealed a mechanical break of the connector component consistent with physical damage. It was concluded, based on previously established findings for similar reports, that the cause was user handling and mechanical stress.